Event description:
It was reported in an email that, "the surgeon was using our cranial plating system to secure bone flap post craniotomy. When utilizing our 1.6mm auto-drive screws to secure our plates to bone flap the screws broke. The surgeon stated the "heads simply twisted off"."

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.